Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up and down buttons were intermittently unresponsive for the past six months. The patient reported that the keypad was intact, feeling thin but not peeling. The patient reportedly wore the pump under a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 06/07/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no visible damage to the keypad. The contrast, up, and down keypad buttons were found to be responding intermittently to presses. The keypad was removed and contamination was found under all of the button contacts. There was no visible damage to the bolus button. The bolus button was found to be hard to press; the button was removed and the button slug was found to be off center and rotated. Unrelated to the keypad issue, the display screen was found to be faded and discolored; the display screen was removed and replaced with a test screen and the display returned to normal. Also unrelated, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.